Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level. The customer¿s blood glucose level at the time of incident was 29 mmol/l which went down to 24 mmol/l customer¿s current blood glucose level was 24.7 mmol/l. Customer was treated with needle for high blood glucose event. Customer stated that insulin pump had insulin flow blocked alarm. Troubleshooting was performed for insulin flow blocked alarm and insulin exited. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode feature at the time of high blood glucose event. Customer stated that they performed displacement test and it passed. The insulin pump will not be returned for analysis.